Manufacturer narrative:
Philips has started an investigation, a follow up report will be send when the investigation has been completed.

Event description:
Philips received a report that a patient who had an implanted pace maker died 2 hours after undergoing an mr examination

Manufacturer narrative:
Due to the limited information provided, a full investigation into the reported event to establish root cause was not possible. An evaluation of the information provided by the customer and analysis of log files revealed the following: log review shows no indications that a system malfunction or use error had occurred. The patient underwent a cardiologic evaluation before the MRI exam (as usual procedure in case of patient with pacemaker) which did not detect any impediments for the MRI exam to be completed. There was no report of complications by the customer during the MRI exam and the patient was released the same day. The customer received notification from the patient¿s family that the patient had expired later that day. The cause of death was not provided. However, the customer reported the patient was multi-pathological and stated that there was no causal link between the MRI exam and the patient¿s death. Based on the information provided, there is no indication that use error occurred during this clinical procedure.